Event description:
It was reported that a small volume folfusor had a possible underinfusion. The customer reported that the device was partially emptied. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample and one companion sample were returned for evaluation. No defect was observed during visual inspection of both samples. The companion sample was found to be working within specification during functional flow rate test; however, the actual sample failed the functional flow rate test, confirming the reported condition. Microscopic examination of the actual sample showed evidence of drug residual blockage inside the glass capillary. The cause of the reported condition was due to drug precipitation that blocked the glass capillary. Should additional relevant information become available, a supplemental report will be submitted.